Event description:
General report received of an unspecified number of undocumented incidents of leakage of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents. The male adapters of the tubing sets were connected to the pts catheters. After unspecified lengths of time in use, the pts reported that the catheter dressings were wet. At that time, the healthcare professionals noted that the chemotherapeutic agents had leaked from the connections of the male adapters and the catheters. The tubing sets were replaced and the therapies were resumed. The solutions that leaked were cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Representative devices from the same lot are expected to be returned for investigation. They have not yet been provided. The catalog number provided is the international list number that is comparable to the domestic list number in the "other" field. The domestic list number has a 80fpk common device name and has a 510k of k063239. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).